Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with missing segments and a partial display due to cracked and bleeding display glass. No cosmetic damage was noted.

Event description:
It was reported that insulin pump's screen is different colors and is not delivering insulin. Customer stated the screen is not readable. Customer's blood glucose reading was 300 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.